Event description:
It was reported that the patients implantable pulse generator (ipg) has reached end of battery life service. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was kept by the facility and will not be returned.